Event description:
Caller reported an issue with the time settings on their pump, leading to a discrepancy of greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, and previous settings did not result in extreme blood glucose levels. Customer service assisted the caller in updating the pump time and advised them to monitor the issue, ensuring they understood the guidance provided